Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was placement difficulty, a guidewire could not be inserted in the lead and subsequently the lead was unable to enter the cardiac chamber. The lead was replaced and the new lead was successfully implanted. No patient complications have been reported as a result of this event.